Event description:
The customer reported that the system failed to properly save patient image data. Attempts were made to retrieve images and the system displayed an error indicating that the image data was corrupt. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.